Event description:
It was reported that during a peripheral stenting treatment procedure stent damage was observed. The physician first crossed a 8fr dilator sheath from the 8fr ptcd tube to the mildly stenosed lesion in the left hepatic duct. Resistance was felt when trying to advance the 10.0x60x75cm express biliary stent system through the lesion. Therefore, it was removed from the patient's body and the distal stent became lifted up. No abnormity was noted prior to the stent use. The procedure was successfully completed with another same device. No patient injuries or complications were reported. Patient status was reported as "good".